Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The charging paddle the rep noted was referring to the recharger antenna. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was having trouble with the controller, recharger, and recharging. It takes the patient a couple hours to recharge the implantable neurostimulator (ins), the controller will show that the controller was at 50%, and then show a warning message that it was low to be recharged but then go back to showing it was 50% charged. The rep interrogated the ins with the tablet and the recharging status show recharging sessions of about 30 minutes. None that were hours long as the patient claims. When the ins was interrogated it was off and in MRI mode but the patient never turned it off or put it in MRI mode. The patient was getting relief and the device was working. When the patient puts the recharger over the ins, it takes a couple minutes to connect and when they tried it in the office on the day of the report, they had to reseat the battery pack to resolve the situation. The rep stated that the controller charges fine and the patient just has to charge for a long time. There were no batteries to troubleshoot the controller issues. No symptoms were reported at the time of the event. It was reported that the patient got a new controller and battery pack, but it is still acting the same and is having software problem with the information: 1 - intellis, 2 - 3.0, 3 - 243, and 4 - qf_port. The issue continued after reseating the battery pack. The patient let the controller deplete and the ins was also depleted by this time. The patient kept reporting the controller was "done, just done" and they can't get it on. The rep said the connection port and controller connection ports do not look damaged at all and the recharger slides into the controller. It was reviewed that charging the controller to full. The patient thinks it is the implant and feels like the device has always been an issue since she got it. The patient reported she is in a lot of pain and mentioned she wants the device explanted. The patient said it has only worked 3-4 days after implant and since has not provided any relief. The patient mentioned her right leg doesn't work well and has been swelling. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. This event was still reportable for malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on october 02, 2018. It was reported that the replacement recharger didn't lead to resolving the issue. It was a charging paddle issue and the problem has been resolved. Also, it was noted that the implantable neurostimulator (ins) will not be explanted. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger. Patient codes are assigned to the implantable neurostimulator (ins). Device codes are assigned to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were getting the software error 243 on their controller. The manufacturer had just sent the patient a new controller and battery 1 week ago. The patient reported that she called a few days ago and did a 3 way call yesterday with a manufacturer representative (rep). The patient explained that she received a new pp and a new battery because it was bad. The patient kept telling them the new one was doing the same thing that the other one did. She sent all pics to the rep yesterday. Yesterday, it was showing 'checking recharge quality' for 2 minutes, then it showed the pp battery was full and the ins was at 30%. It was charging and charging and charging and then showed 'finished' at 30%. The patient took videos of it and sent them to the rep. It was then showing screen 99, 1-intellis, 2-3.0, 3-1540, 4-apmanager c. The patient stated that it showed it yesterday and then the pp went crazy. It would not charge, it turned off. When it turned off the other day, her ins was on and when the pp stopped working it turned the ins off. The patient stated that they spent probably 14 hours sitting in tears and shaking, she was in so much pain. The patient stated that to get it to even read, it could be 5 minutes before she can even get it to read. Then it will be on her and not even charging. The patient reported that one day, it was 3.5 hours, and did not get it past 40%. The rep told her she must be doing something wrong. The patient met with the rep. It was showing 243 code and then went circling, circling and circling. Patient services offered to try a new recharger. The patient noted that the recharger looks fine. The patient noted that she had not sent the other pp back yet, and that she had shredded the box. The patient stated that they had already called the healthcare provider (hcp) and told the hcp to take the ins out. The patient reported that she is beyond irritated/mad, that they keep blaming it on her that she is not charging right. The patient stated that she was scheduled to put in another ins for her neck but cancelled because nothing is working. The patient stated that she was exhausted from all of it. The patient g ot disconnected when trying to transfer to repair, but later was able to get in touch with repair. No further complications were anticipated/reported.

Manufacturer narrative:
Correction: product ID 97745, serial# (B)(4). Product type programmer, patient is system reported with the implantable neurostimulator (ins). Correction: recharger (serial# (B)(4)) should not have been system reported. Please disregard all codes that pertain to the recharger. If information is provided in the future, a supplemental report will be issued.